Manufacturer narrative:
In a quality assuarance evaluation of the device by physio-control, a complete functional test was performed and proper operation observed. Proper operation of the device was reviewed with the paramedics and the unit returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.

Event description:
Paramedics responded to a person described as in cardio-respiratory arrest. According to the report, pediatric pacing/defibrillation/ECG electrodes were applied to the pt but the device intermittently alarmed "pacing leads off" several times and the operator could not increase pacing current. The pt was not resuscitated.